Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl is unknown, but attributed to the initial procedure in which the valve may have been undersized. The re-dilation of the valve caused central aortic insufficiency (cai), which required the placement of the sapien 3 valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Nearly four years post procedure, the 23mm sapien valve required a second valve placement due to paravalvular leak (pvl). There was no report of valve dysfunction. Moderate paravalvular leak around the sapien valve was reported which the physician attributed to the original sapien valve implant being too small (user error). The patient presented back to the hospital with symptoms from pvl. The original valve was dilated with a non-edwards balloon, which created central aortic insufficiency (cai). A sapien 3 valve was placed inside the original sapien to manage the central leak which simultaneously stopped the paravalvular leak.